Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reports that the monitor had separated from the arm. The device was not in clinical use. No patient harm was reported.

Event description:
The customer reports that the monitor had separated from the arm. No patient or user harm reported.